Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 19:47:35 on (B)(6) 2024. At 01:29:14 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 01:29:50, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia at 10 bpm with pvc¿s. The rhythm then degraded to vf. At 01:30:24, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:30:59, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:31:31, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt at 280 bpm/vf. At 01:31:56, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole/vf with varying amplitudes, CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 02:41:17, on (B)(6) 2024.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 19:47:35 on (B)(6) 2024. At 01:29:14 on (B)(6) 2024, an arrhythmia was detected. ECG shows vf. At 01:29:50, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was severe bradycardia @ 10 bpm with pvc¿s. The rhythm then degraded to vf. At 01:30:24, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 01:30:59, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 01:31:31, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 280 bpm/vf. At 01:31:56, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole/vf with varying amplitudes, CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The electrode belt was disconnected at 02:41:17 on (B)(6) 2024.